Event description:
It was reported that an error 1870 was experienced. Patient not affected. Batteries changed but alarm returned. No injury. No further information available at this time.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.